Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition of heat was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device had excessive noise, foreign substance/debris, and component damage. It was further determined that the device failed pre-test for motor thermistor assessment and noise assessment. The assignable root cause was determined to be due to improper maintenance. UDI: (B)(4).

Event description:
It was reported that the motor device was not working properly. Upon receipt of the device, additional information was received that the drill motor was getting hot and making a strange noise. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.